Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Oily deposit on the piston. We are in possession of a batch of syringes for which we have noticed an oily deposit on the piston, which in our opinion renders the batch unusable. I assume that there are standards for lubricants.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: six samples and two photos were provided to our quality team for investigation. Through visual inspection of the photos, silicone is visible inside the syringe. Upon evaluating the returned product, silicone is not observed. A device history review was performed for reported lot 2301085, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2301085 and were found to be within specification. Testing was performed on the returned samples, all product met required specification, and no excess silicone was identified in any of the samples. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. Based on the sample evaluation and our quality team's investigation, we cannot identify any issue related to the device or our manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Oily deposit on the piston. We are in possession of a batch of syringes for which we have noticed an oily deposit on the piston, which in our opinion renders the batch unusable. I assume that there are standards for lubricants.